Event description:
It was further reported that during the index procedure, the patient experienced myocardial infarction.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, stent jailing occurred. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 90% stenosed, 3.5mm in diameter and 22mm long. The target lesion was treated with predilation and placement of a 3.5x28mm taxus liberte stent. The 2nd acute marginal branch was jailed with a resulting timi - 1 flow. Post dilation was performed. Residual stenosis was 0%. One day post procedure, the patient's laboratory results showed ck levels to be 552 u/l and ck-mb level to be at 60.1 ng/ml. The next laboratory results showed ck at 581 u/l and ck-mb at 52.2 on the same day. The patient was treated with unspecified medication. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).